Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited inappropriate therapy associated with ventricular oversensing of "noisy" signals on the rate/sense and shock channel. Previous follow-up had noted declining impedance measurements and r-wave sensing. Additionally, the noise was reproducible with isometrics.